Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available (B)(4).

Event description:
According to the reporter, during a thoraco/lobectomy, when the surgeon attempted to put a tumor into the device and get it outside the body, the bottom of the device fell out. The patient was female and the intercostal was narrow. The specimen was not big. UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. Another device was used to retrieve the specimen.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one specimen pouch. The bag was torn at the bottom edge of the seam. No stretch marks were noted at the tear. No functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the customer states that when the surgeon attempted to put a tumor into the device and get it outside the body, the bottom of the device fell out. The intercostal was narrow. The specimen was not big. The specimen fell into the patient and was retrieved using a new device. The procedure was completed with another device. The status of the patient is no problem.